Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery during a shower and did not resume delivery before sleep, after which elevated blood glucose was observed and an alert was noted; the pump still showed insulin paused, and insulin delivery was then resumed with approximately 6 units of correction delivered over about 20 minutes, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization or medical intervention beyond pump corrections and monitoring advice. Investigation included troubleshooting and education regarding pump operation and glucose monitoring. Investigation of this case revealed user management of insulin pause and subsequent timely resumption with effective correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy settings leading to transient hyperglycemia.